Event description:
(B) (4). Same case as MFR report #: 2134265-2010-02500. It was reported that following a percutaneous coronary intervention (pci) drug eluting stenting treatment procedure, the patient presented with chest pain. The index procedure treated the 70% stenosed, 2.75x34mm target lesion located in the mid proximal left anterior descending (lad) artery. Treatment consisted of pre dilation with an unspecified balloon and the placement of a 2.75x38mm taxus liberte study stent resulting in 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. In (B) (6) 2006, a pci treated the 100% stenosed, non target lesion located in the proximal left circumflex (lcx) artery. Treatment placed a 3.0x12mm taxus liberte stent resulting in 0% residual stenosis and improved timi flow. In (B) (6) 2010, the patient presented with transient left-sided chest discomfort at rest. He had three episodes of this pain lasting 2-3 minutes. He also had some associated shortness of breath which settled without specific treatment. The next day the patient was hospitalized overnight. There were no ischemic changes on serial ECG and serial troponins were negative. There were no changes in his antihypertensive medications and it was recommended that he take his medication regularly. On day 2, the patient was discharged. The patient was referred for an outpatient treadmill test and cardiology clinic appointment.

Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).